Event description:
Subsequent to the initial report, t was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a second mitraclip intervention. One clip was implanted medial and a second clip lateral to the original clip that was implanted on (B)(6) 2022. The mr improved to grade 1-2, as well as the hemodynamics. The results were satisfactory.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history and a review of the complaint history record could not be performed since no device/lot information was able to be obtained. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported clip migration appears to be related to the clip opening while locked and patient condition (ruptured chordae). A cause for the reported tissue injury could not be conclusively determined. The reported mr is due to patient condition, per case details. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip g4 instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction to h6: health effect - impact code - 4614 was removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a mitraclip procedure was performed at (B)(6) health. On (B)(6) 2024, a patient was screened at wakemed (B)(6) campus, and recurrent mitral regurgitation (mr) was identified. The echocardiogram displayed the clip attached to both leaflets, opened <45 degrees at final arm angle, and fairly mobile. Per the screening physician, the patient has recurrent mr due to disease progression and ruptured chordae. A second clip intervention is scheduled for october.